Event description:
Healthcare professional reported "funnel tore while the surgeon was using it during a procedure, the product has body fluids on it". Device has been discarded. Patient contact was made and surgery was completed with a backup device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "funnel tore while the surgeon was using it during a procedure".

Event description:
Upon further review, abbvie medical safety determined that "funnel tore while the surgeon was using it during a procedure" would not be likely to cause a serious health hazard that requires medical/surgical intervention for preventing the risk of permanent damage. This record is no longer reportable to the FDA and will be un-reported.